Event description:
Boston scientific received information from the local representative that this patient, implanted with this subcutaneous-implantable cardioverter defibrillator (s-ICD) system, was admitted into the hospital's emergency room (ER). Upon interrogation of the device, two shocks were delivery for spontaneous ventricular fibrillation (vf). The arrhythmia was not converted and vf undersensing was identified following delivery of the second shock. The recorded shock impedance was 177 ohms. Additionally, a device integrity check (the recorded shock impedance was 177 ohms) and da error was displayed. The patient did not suffered any adverse event and was admitted into the hospital. Ts suggested chest x-rays to be taken to investigate the system's position (device and electrode) based on the recorded high shock impedance and failure to convert the arrhythmia. It appears that there had been no induction testing at the time of the implant procedure. Additionally, ts requested an upload of stored data from the device in order to view the markers at the end of the episode beyond what is visible in the programmer report. The upload will also provide the date of the da error code. Ts commented that the da error likely occurred prior to this episode and is most likely unrelated to the non-conversation. The device's sense vector had been programmed to primary with a single zone rate cut-off of 210 bpm. The local representative was informed s-ecgs in all 3-vectors should be captured. These captured s-ecgs will not correlate with sensing during vf, but is another helpful data point to evaluate the other vectors.

Manufacturer narrative:
Stored data from the device was uploaded and reviewed by ts. Episode #1 was reviewed which showed that just prior to the onset of the arrhythmia, the rate of the intrinsic rhythm was in the 60-70 bpm range (mainly in the 70 bpm range). Following the second shock delivery, there are 2 second marker from approximately 2005 seconds to 2100 seconds in the marker buffer. This appears slow, less than 40 bpm and gradually increased to above 50 bpm at 2130 seconds in the marker buffer which is just before marker buffer stops recording. Ts reviewed the captured s-ecgs from the previous sessions. It appeared that the primary and secondary s-ecgs were the more appropriate vectors for sensing. Ts reviewed the data relating to the recorded da error. It was confirmed after reviewing the data that the da error was detected in (B)(6) 2014 and that the device had been operating normally since that timeframe. This da error was caused by a bitflip resulting in a temporary reset. Ts commented that this is a benign error and patient therapy is not affected. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and a transvenous device and lead system were successfully implanted. The physician felt that this device was not responsible for converting the vf. The physician commented upon fluoroscopic exam that the lead was to far to the patient's left side of the sternum as the patient's heart was well to the right of the sternum.